Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received a change sensor alert and also experienced high blood glucose level of 448mg/dl and low blood glucose of 43mg/dl. The customer was assisted with troubleshooting sensor and was found they were using expired sensor. The customer was assisted for the long blood glucose troubleshooting. The customer treated with glucose tablets. Customer declined to continue troubleshoot for low readings. The insulin pump will not be returned for analysis.